Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and three months post filter deployment, computed tomography (CT) revealed inferior vena cava filter was in place. Suprarenal inferior vena cava filter. A metallic fragment within the right ventricle was with extension of intraventricular septum likely reflective of embolized fragment of the inferior vena cava filter. Two probable embolized inferior vena cava filter fragments in the left lower lung zone was noted. On the frontal view, there were thin linear structures over lied the left cardio phrenic angle and on the lateral view, there were thin linear structure overlying the inferior surface of the heart. Therefore, the investigation is confirmed for the filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and three months post filter deployment, a computed tomography (CT) revealed the filter struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with cardiac perforation; however, the current status of the patient is unknown.